Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2017-05406. It was reported that the right ventricular lead had many episodes of noise reversion and high ventricular rates that were determined to be noise that inhibited pacing. The patient is pacemaker dependent. The capture and impedance were within normal limits. There was an incidence of low impedance on trend graph and pectoral muscle stimulation which were reported previously. The physician explanted and replaced the right ventricular lead. The patient was stable post procedure and was discharged.

Manufacturer narrative:
External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 9.0 cm to 10.4 cm from the distal tip. This is consistent with the observation from the field of no voltage output, noise, and low impedance. The reported events were isolated to the exposure of the outer coil in the abrasion zone.